Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis. On (B)(6) 2010, the patient started peritoneal dialysis (pd) treatment. On (B)(6) 2010, the patient was hospitalized for an unreported indication. On (B)(6) 2010, the patient was diagnosed with peritonitis. On the same day, a peritoneal effluent analysis and culture were performed. The results of the culture were unknown. On (B)(6) 2010, the patient began remedial therapy with tobramycin(daily, intraperitoneal (ip) injection) and reflin (1gm, daily, ip injection). Dianeal therapy was ongoing as well as remedial therapy with tobramycin and reflin. The peritonitis was resolving. No concomitant medications were reported. The nurse believed that the peritonitis was not related to pd therapy. The root cause of the peritonitis was unknown. Additional information received (B)(4) 2010. On an unreported date, a break in aseptic technique occurred, described as "patient made a mistake." The peritoneal effluent culture obtained on (B)(6) 2010 showed no growth. The patient was discharged from the hospital on (B)(6) 2010. On (B)(6) 2010, the event of peritonitis was considered resolved and tobramycin and reflin treatments were discontinued. No opinion of causality was reported for the event of break in aseptic technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the emdr as the product code and lot number are unknown.